Event description:
Customer reported that on (B) (6) 2010, he received a reading of 465 mg/dl on his freestyle freedom lite blood glucose meter and self-administered 25 units of insulin. It was further reported, customer became drowsy, tired and took a nap. Approximately 30 minutes later, customer's wife was unable to awaken him, realized he had lost consciousness and called the paramedics. Paramedics arrived, received a reading of 26 mg/dl on an unknown brand of meter and administered "600 cc of glucose". Customer additional self-treated by eating food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter ((B) (4)) has been returned and an investigation utilizing the returned meter, retained test strips (lot: 0833212) and retained control solution (lot no: 9f3p11) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Additionally, while troubleshooting with customer service, customer note he had not washed his hands prior to testing, a known cause of imprecise results.